Event description:
Sbc device was used as infusion set for 3 days attached to patient's left thigh subcutaneously. Sbc set was attached with clear patch. Patient was given morphine via a port attached to the sbc set by the hospital. After 3 days of use nurse found some blood in the tubing. The checked device by carefully removing patch and saw that needle was not attached anymore. X-rays located the needle in patient left thigh and has migrated to the bone (femur). Patient had no symptoms (e.g. No pain, no redness, no fever). Needle was not removed because of patient's conditions.

Manufacturer narrative:
Sbc device was used as infusion set for 3 days attached to patient's left thigh subcutaneously. Sbc set was attached with clear patch. Patient was given morphine via a port attached to the sbc set by the hospital. After 3 days of use nurse found some blood in the tubing. Then checked device by carefully removing patch and saw that needle was not attached anymore. X-rays located the needle in patient left thigh and has migrated to the bone (femur). Patient had no symptoms (e.g. No pain, no redness, no fever). Needle was not removed because of patients conditions. Initial investigation shows no malfunction of device. According to current investigation the needle broke off by external force due to moving of patient over 3 days. Additionally device was attached under blanket for 3 days and was not clear visible when patient was moved or when patient moved.